Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the pump intermittently shut off unexpectedly. It was also reported that the pump usb port was loose, and that the pump battery intermittently could not be charged properly. Additionally, it was reported that intermittent out of range issues occurred between the transmitter and pump for an unspecified amount of time. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.